Event description:
During a routine system check clinic visit, the physician observed a device sensing issue. Patient also presented with headaches. Physician brought the patient into the or and found that both leads were tangled in the ipg pocket. Due to suspected manipulation of the leads, physician replaced the stimulation and sensing lead and closed.